Event description:
It was reported cold welding of capspin t-handle to persuader, not able to physically disengage the two by hand, upon rotating capspin t-handle back the blocker remained still engaged to inserter and did not settle into screw head, required excessive force to counter rotate capspin t-handle while trying to disengage blocker. Had to use mallet to disengage capspin t-handle from persuader a couple of times, silver-t-handle that show provisionally locked position would begin to rotate even though capspin t-handle was still being rotated down and blocker had yet to engage into screw head.

Manufacturer narrative:
Two radius rod persuader was reported, but it is not clear which one was involved in the event. Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.